Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's left ventricular lead exhibited episodes of diaphragmatic stimulation. It was noted that lead was deactivated shortly after the initial implant procedure on (B)(6) 2015. The lead was capped on (B)(6) 2019 and replaced. The patient's condition was stable before and after the procedure.